Event description:
The pt is a (B)(6) male who was a referral from (B)(6) and was admitted through the ed at (B)(6) on (B)(6) 2011. He presented with a red and swollen area on his back that was the result of a fall that took place at work approximately 1 1/2 weeks earlier. The abscess on his back was determined to be infected and was very deep within the tissue. On (B)(6) 2011, a PICC line was inserted for the administration of antibiotics. Cultures performed on (B)(6) 2011 indicated that the PICC line may be infected. The PICC line was removed and the PICC line team inserted another line on (B)(6) 2011. During the insertion of the PICC line the guidewire "sheared" and broke off at the distal end and remained in the vein. The wire was removed without incident, and another PICC line was successfully placed. Chief technologist in (B)(6) reported that the wire was not advancing so the person inserting the wire pulled back and the wire either snagged part of the sheath or the needle and that caused the wire to break.